Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during rinseback mode of a routine hemodialysis treatment. No air was observed, however a clot was noted. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed clotting of the circuit to problems with the pt's catheter. Clotting of the pt's blood was visible to the operator indicating that the cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.